Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, laparoscopic sterilization instead). Essure was removed. At the time of the report, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: with regard to essure sterilization, from the beginning, when that method was introduced, to the day it was discontinued three cases of perforation were diagnosed and they were not related to the feature of the insert itself. These cases were recorded in 2010, 2012 and 2015 this record refers to the case of 2015). The complication was diagnosed within 3 months following the procedure; according to the protocol, laparoscopic sterilization was performed in all cases and the patients had their inserts removed without any consequences. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("complete perforation unilateral right") in a 43-year-old female patient who had essure (batch no. C40059) inserted for female sterilization. The patient's past medical history included gravida ii and parity 2. No ectopics, c-sectios, spontaneous abortions or voluntary pregnancy terminations. As previous gynecological intervention she had an adnexal surgery. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 22 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure on (B)(6) 2015 - electrocoagulatoin of the right tube). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation had resolved. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter commented: with regard to essure sterilization, from the beginning, when that method was introduced, to the day it was discontinued three cases of perforation were diagnosed and they were not related to the feature of the insert itself. These cases were recorded in 2010, 2012 and 2015 this record refers to the case of 2015). The complication was diagnosed within 3 months following the procedure; according to the protocol, laparoscopic sterilization was performed in all cases and the patients had their inserts removed without any consequences. Insertion was performed during folicular phase (lmp (B)(6) 2015), last delivery was not a caesarean section and patient was not breast feeding at time of insertion. Insertion was easy, viasualization of tubal os was easy, fluid loss during hysteroscopy was not more than 1500cc and the procedure did not take more than 20 min. There were no complaints immediately after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Gynaecological examination - on (B)(6) 2015: no abnormal findings x-ray - on (B)(6) 2015: complete unilateral right perforation. Most recent follow-up information incorporated above includes: on 7-sep-2018: uterine / tubal perforation with essure questionnaire received - date of birth, medical history, essure start date, stop date, lot number (c40059) and event complete perforation unilateral right added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("complete perforation unilateral right") in a 43-year-old female patient who had essure (batch no. C40059) inserted for female sterilization. The patient's past medical history included gravida ii and parity 2. No ectopics, c-sections, spontaneous abortions or voluntary pregnancy terminations. As previous gynecological intervention she had an adnexal surgery. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 22 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure on (B)(6) 2015 - electrocoagulation of the right tube). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation had resolved. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter commented: with regard to essure sterilization, from the beginning, when that method was introduced, to the day it was discontinued three cases of perforation were diagnosed and they were not related to the feature of the insert itself. These cases were recorded in 2010, 2012 and 2015 this record refers to the case of 2015). The complication was diagnosed within 3 months following the procedure; according to the protocol, laparoscopic sterilization was performed in all cases and the patients had their inserts removed without any consequences. Insertion was performed during follicular phase (lmp (B)(6) 2015), last delivery was not a caesarean section and patient was not breast feeding at time of insertion. Insertion was easy, visualization of tubal os was easy, fluid loss during hysteroscopy was not more than 1500cc and the procedure did not take more than 20 min. There were no complaints immediately after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Gynaecological examination - on (B)(6) 2015: no abnormal findings. X-ray - on (B)(6) 2015: complete unilateral right perforation . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, laparoscopic sterilization instead). Essure was removed. At the time of the report, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: with regard to essure sterilization, from the beginning, when that method was introduced, to the day it was discontinued three cases of perforation were diagnosed and they were not related to the feature of the insert itself. These cases were recorded in 2010, 2012 and 2015 this record refers to the case of 2015). The complication was diagnosed within 3 months following the procedure; according to the protocol, laparoscopic sterilization was performed in all cases and the patients had their inserts removed without any consequences. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.